Event description:
It was reported the screw was past its expiration date therefore compromising the patient safety and potentially impacting on the long term recovery of that patient as the procedure required bone grafting to stabilize the fracture.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The associated device/packaging was not returned, or needed for evaluation. The referenced cortical screw is packaged with a 10 year sterility date, hence the sterility date expiring in 2014. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.